Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
Coiling treatment of a vessel. It was reported the coil became stuck inside the catheter during procedure and detached. The entire system (catheter and coil) was removed from the patient. No patient injury reported.